Event description:
A malfunction alarm with code malf 12 was reported, and the customer contacted support for assistance. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections for inulin therapy.